Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the cause of the delivery issue was patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 41 -year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. Resistance was met during attempts to implant an impella 5.5 pump. It was noted that the pump would not advance due to the patient's tortuous vasculature. As a result, the impella implant was aborted and ECMO was placed for ongoing support. No patient harm was reported due to the issue.